Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device, other components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving clonidine, bupivacaine, and morphine at unknown concentrations and dosages via an implantable pump. On (B)(6) 2017, it was reported that a volume discrepancy occurred. The hcp reported that during a pump refill, the actual residual volume was 20 ml and the expected residual volume was 4-5ml. The patient was experiencing leg and spine pain. The refill was the first refill after the pump implant. The hcp reported that at the implant, the catheter was not aspirated from the cap to check for catheter patency. An x-ray was done and the hcp could see the catheter tip at t-7 but could not visualize the catheter. The hcp reported that they had just done a cap dye study but was unable to aspirate any drug or csf from the cap. The hcp was certain that the cap was accessed correctly. The hcp denied any issues with the catheter implant or connection to the pump. The hcp opted to have the patient come back for surgery to revise the pump. No further complications were reported.